Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours. After the 24 hour period the battery was removed from the pump for 6 hours. When the battery was reinserted, the pump powered on to the default time and date setting. The battery compartment was found to be cracked. The display screen was discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 65 mg/dl with associated symptoms of diaphoresis, weakness and unsteadiness when standing or walking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a time/date reset issue; both time and date were incorrect. The time and date are incorrect when the battery is removed for less than 24 hours. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date issue.